Event description:
It was reported the pt died. Further investigation revealed no issues; the devices were returned for disposal only. Despite several attempts to obtain the cause of death, the MFR was unable to obtain the cause of death. Refer to medwatch report # 3004209178200803207. The funeral home would not release the cause of death due to privacy laws.

Manufacturer narrative:
Analysis of the neurostimulator revealed no significant anomalies; assume normal end of life. Analysis of the extension revealed no significant anomalies; the extension was segmented (suspect explant damage).